Manufacturer narrative:
Event date and explant date were not provided. If the requested information becomes available, a supplementary report will be submitted. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. PMA/510(k): not applicable. (B)(4).

Event description:
Per complaint (B)(4), after clinical procedure, product fracture was observed.